Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. During troubleshooting with tandem technical support, air bubbles were observed in the infusion set tubing. The customer changed the tubing. The customer's blood glucose (bg) level was over 400 mg/dl and a correction bolus was delivered to address the bg level.